Event description:
It was reported that the patient experienced fever, chills, and vomiting. A blood culture showed (B)(6) revealed a mass on the aortic cusp, which was thought to be possible vegetation and later classified as aortic endocarditis. The system (device and right ventricular lead) were explanted. The patient was a participant in the refine implantable cardioverter defibrillator (ICD) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).